Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the patient was having headaches over the past few months and had revision surgery of the certas valve on (B)(6) 2020. The valve was implanted on (B)(6) 2019. Csf tests were done which showed high protein in brain.